Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with unknown lot number was returned and analyzed. Visual inspection of the mapping catheter showed the device was inside the afapro28 balloon catheter with lot number 13207 and unable to be retracted. The tip and loop section of the mapping catheter was damaged and the pebax was ribbed close to the shaft segment. The shaft was also broken close to the connector. In conclusion, the mapping catheter failed the returned product inspection due to the damaged loop section. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.